Event description:
Us complainant reported the automated impella controller (aic) had a controller shutdown. This issue was discovered during preparation. No further information was provided. No patient harm has been reported.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - shutdown or restart issue has been completed. The root cause of the intermittent, unexpected controller shutdown could not be determined, as there was no clear indication of the cause, and the issue could not be reproduced. E4 should have been left blank on manufacturer device report 1220648-2024-25054.